Event description:
During monitoring of a patient transport to the hospital, it was reported that the device printed two feet of blank paper and rebooted (powered off and on) multiple times. The device issue had no adverse effects on the patient outcome. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device event record download and verified the reported device reset, powering off and on, for four minutes. However, physio was unable to duplicate the reported problem during testing. Physio determined the cause for the issue to be the system/ memory pcb assembly and replaced it. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. Additional evaluation of the removed system/memory pcb assembly at the failure analysis center was unable to determine further cause for the issue.